Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic: age, weight, bmi at the time of the index procedure? Other relevant patient history / concomitant medications: on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the appearance of the suture during the follow-up procedure? Are any photos available? If applicable, will the actual product be returned for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2018 and suture was used. Post-operatively, the patient felt pain and returned to the hospital on (B)(6) 2018. Incomplete absorption was noted and a part of the suture came out from the skin. The surgeon disinfected the wound and removed sutures. The patient¿s condition changed to better. Additional information has been requested.

Manufacturer narrative:
Pc-000221683 date sent to the FDA: 08/02/2018 additional information: additional an unopened sample of product code vcp945, lot # lm2881 was received for analysis. The issue sample was not returned for evaluation. The representative sample was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection, the swage and attachment area were as expected, the suture strand was correctly placed on the tray and dispensed without problems. No defects or damage were observed along of the suture. In addition, at fourteenth day next to implantation the strength remaining is of 75%. Also, the product code vcp945 is not a suture of fast absorption. Therefore, the absorption of suture is essentially complete between 56 and 70 days. Additional information was requested and the following was obtained: patient demographic: age, weight, bmi at the time of the index procedure? Unk other relevant patient history / concomitant medications unk on what tissue was the suture used? Unk what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk what was the appearance of the suture during the follow-up procedure? Unk are any photos available? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk what is the patient¿s current status? The surgeon disinfected wound and removed sutures. Then patient condition changed better